Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes (dizzy). Meter and expired test strips were returned for evaluation. Evaluation/ retention could not be performed as strips are expired. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired note 1: manufacturer contacted customer in a follow-up call on 18-jul-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests using the true metrix air meter were reported. Note 2: customer contacted manufacturer in a follow-up call on 24-jul-2024 - to ensure the customer¿s initial concern has been resolved. Customer stated he received the replacement meter. Advised customer sent the regular true metrix instead of the true metrix air. Customer wanted to wait until he received the true metrix air meter to setup. Note 2: customer contacted manufacturer in a follow-up call on 30-jul-2024 - to ensure the customer¿s initial concern has been resolved. Customer stated he received the replacement products and true metrix air meter. The customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for error message (e-3). The customer stated he was feeling dizzy about 2 hours ago and contacted his doctor who advised him to test his blood sugar. Customer had obtained the e-3 error and could not tell what his blood sugar is at this time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Test strips are expired: test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is more than 5 months ago. The customer did not have another vial of test strips that had been stored and handled correctly.